Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device was returned for evaluation. Visual inspection revealed the urethane outer layer had been separated from the guide wire on approximately 140mm - 180mm from the distal end of the device. Magnifying inspection of the urethane outer layer-sheared segment obtained the findings as follows. On approximately 140mm - 170mm from the distal end of the device, the urethane outer layer had been semi-circumferentially sheared off and the core wire was exposed halfway. The surface of the shear cross-section was in the smooth state. This state is consistent with damage when the urethane outer layer was sheared off with a sharp-edged tool. The distal end of the sheared urethane outer layer presented the state which was consistent with damage when the urethane outer layer had been ripped off. The outside diameter was determined on the undamaged segment and confirmed to meet the specifications. Reproductive testing was performed with a current guidewire m product sample. The sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire m sample having contact with the metallic needle. The urethane outer layer was sheared off from the guidewire m sample. The surface of the shear cross-section of the urethane outer layer was found to be in the smooth state. The state of damage was found to be very similar to that on the actual device. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no findings. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: do not manipulate/withdraw the radifocus glidewire endoscopic wire through a metal entry needle, metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. There is no evidence that this event was related to a device defect or malfunction. It is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metal needle used in combination with the actual device. As the result, the urethane outer layer got sheared off the wire with the edge of the metal needle. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.he anchor has been properly placed or the device will not function.

Event description:
The user facility reported a ptcd was implemented to treat obstructive jaundice. During several punctures, the customer felt resistance with the radifocus guidewire m at some time. A CT was performed and revealed a foreign substance remaining in the patient's body. The actual device was checked and it was found that the urethane outer layer had been sheared off. The procedure outcome and patient condition was reported to be unknown.